Event description:
A customer reported an issue with a cgm error code on their pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a pump reset, which was completed successfully. After the reset, the customer was able to start their sensor session without further errors.